Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history review, documentation, and specifications was conducted on device during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. In addition, review of device history record did not observe any non-conformances that may have contributed to this incident. Based on the information provided, the actual root cause is unknown and no conclusion can be drawn. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure using a cook silicone balloon hysterosalpingography injection catheter. The initial reporter indicated that the balloons could not be unblocked and the catheters had to be cut. A section of the device did not remain inside the patient¿s body. No further information was provided.